Event description:
Information was submitted via medwatch report. It was reported the procedure was being performed on a (B)(6) male patient with copd and diabetes. The emergency department physician attempted to place a central line in a critically ill patient per the hospital's standard practice. During insertion, the guidewire became kinked. At which time, the physician opened another kit. There was no adverse outcome for the patient that could be attributed to the minor delay in starting a central line because of the kinked guidewires. See 1036844-2014-00318 for the next event involving the same patient.

Manufacturer narrative:
(B)(4).